Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Have had the same tampon in for a few days...can't see the string- vagina [foreign body in reproductive tract]. Same tampon in for a few days [device use issue]. Case narrative: consumer reported via phone that she can't see the string to remove the tampon. No serious injury reported.